Event description:
It was reported that post op to a gastric band procedure november 2007, the patient present with difficulty swallowing in early 2008 test were performed and it could not be determined, as to the cause of the symptom. The patient came back into the hospital in 2008, with pain in the upper quadrant (at the port area). The band was removed and redness in tissue around the tubing was noted. A culture was taken and bacteria from the mouth was found. The patient is doing fine.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.